Manufacturer narrative:
The user facility submitted medwatch notification report (B)(4) for this event. MFR site: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink, non-dehp solution sets leaked where the bottom of the chamber meets the tubing line during compounding paclitaxel at the hospital. No drug was added to the bag yet, tubing leak found when priming IV (intravenous) line with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03664. All information can be found under manufacturer report number 1416980-2022-03664. Should additional relevant information become available, a supplemental report will be submitted.